Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg was getting warm while charging. The patient underwent a revision procedure wherein the physician elected to replace the ipg.